Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found an insulation abrasion at 4.6 cm - 5.4 cm from the distal tip. The abrasion was consistent with friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.